Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set experienced a no flow. This occurred during patient infusion of an unknown drug. The secondary set was connected to a 50 ml bag. The primary set (unspecified product) was connected to an unspecified bag. The reporter stated that they had to put the primary bag on two open hangers to get the secondary line to drip. The reporter confirmed that the spike was fully inserted into the 50 ml bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.